Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that during the implantation of an intraocular lens, the plunger overrode the lens. The surgeon noted a crack in the lens once it was implanted. The nurses folding the lens is the suspected cause of the incident not the company product. Additional information has been requested.